Event description:
On 07/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with a strattice device lot ¿s10555-024¿ on (B)(6) 2008. The patient underwent a ¿removal of mesh + injury (recurrence + infection)¿ on 12/aug/2009. The patient was implanted with another strattice device due to ¿incisional hernia.¿ the patient underwent a ¿removal of mesh + injury (debridement + wound vac)¿ on (B)(6) 2009. The form lists the condition that was treated was ¿hernia¿ in 2008 and 2009. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard/davol: composix e/x lot: 43jmd347,¿ on (B)(6) 2006. The form indicates that the device was removed on (B)(6) 2008 due to ¿mesh being rolled up in the lower aspect of the hernia defect.¿ this record captured the 1st strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.